Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump for non-malignant pain. The pump was used to deliver dilaudid (hydromorphone) 20mg/ml and bupivacaine 40mg/ml. Dose information was not reported. It was reported that the patient had a granuloma and the doctor wanted to turn the pump off permanently. The reporter did not know when the issue started. The code for permanent pump shutdown was provided.

Manufacturer narrative:
Continuation of d10: product ID 8703w lot# l48425 implanted: (B)(6) 1998 : product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8703w, lot #: l48425, ubd: 08-dec-1999, UDI (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received. Reported, that the granuloma was at the tip with a lot of edema. The physician reduced the pump to minimum rate and the edema significantly decreased. The granuloma is not pressing on the cord. And the reporter was told it has ¿improved, but not resolved¿.